Event description:
Air was drawn in the y connector. No air entered the patient's body.

Manufacturer narrative:
The product was not returned for investigation, and it was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event may have been caused by air getting due to air remaining in the hemostasis valve or the tube before using the product, or due to the influence of such as the connection condition of the device connected to the side port, but the detailed cause could not be identified.